Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage were detected. Permeability test a permeability test has indicated that the progav 2.0 valv has a blockage and that the shunt assistant is permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. We have dismantled the valve. Inside both valves, we have found build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustable. The progav 2.0 valve was able to b adjusted to all settings. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. Furthermore, we did determine that the progav 2.0 valve is occluded, likely caused by the observed deposits. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported problems with adjustment. Two previously reported explanted valves are now ready for collection in the explantation kits provided. The explanted products will be sent to miethke for investigation. This file is entered with limited information.